Event description:
It was reported that the device was jammed in the closed position. There was a delay in the case, but no patient consequence.

Manufacturer narrative:
Device empy. Eval summary: the analysis result for the instrument found that it was returned empty and locked out. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. We were unable to recreate the event. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.